Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass. The device was also received with a cracked case at the display window and a minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump sustained a crack to the liquid crystal display screen. The customer state that something had fallen on the screen, causing the damage. The customer's blood glucose was 125 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.